Manufacturer narrative:
One infusion pump has been returned for evaluation. Device underwent functional testing which included power up of the device, and visual inspection. Visual inspection of the device found it to have a damaged lens, the dso seal is noted to be loose. Evidence of the reported complaint has been confirmed in the event history log of the pump: (B)(6) 2019 5:14:29 pm high alarm displayed: cassette not attached properly; (B)(6) 2019 5:14:30 pm high alarm silenced: cassette not attached properly. The customer complaint has been confirmed as a result of the dso sensor. The problem source however has been determined to be unknown, with no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump received a cassette not attached properly alarm. No patient involvement.